Event description:
The caller reported a previous issue with a cartridge, although they could not recall specific details about alerts or alarms. There was no adverse impact to the customer's blood glucose level. The caller was advised to perform a pump reset to resolve the issue, which they did successfully. No additional information was available about the outcome, and previous calls or cases were not found in the records.